Manufacturer narrative:
Device eval: one used device was returned and examined. The shaft of the metal needle was found to have been bent and broken away from the needle body. In addition, the tip of the needle was found to be barbed, visually consistent with having come into contact with a hard surface. The break of the metal needle is rough and uneven which is consistent with having been bent beyond its material limits. Critical dimensions of the needle were to found to conform to MFR's spec. Unable to determine how or when the device became damaged. The user facility has reported to the device MFR that the lay user has been re-trained as to the correct de-access technique.